Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Functional test performed. Electrical safety test according to (B)(4) completed. Hipot test completed. Functional test according to test procedure completed. Defective o-rings replaced. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. "Tornado": preventive replacement of o-rings performed according to (B)(4). Unit modified according to guideline of manufacturer. Unit safety test ((B)(4)) performed according to manufacturer's final test procedure with reference accessories. The device has been repaired. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on april 25, 2013 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed one similar complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
Service: fms shaver the shaver engine has stopped working - it does not turn. No patient impact. Postoperatively 18.1 additional information from affiliate: doesn¿t turn ¿ jammed motor it doesn¿t work properly no impact on the patient postoperatively. The procedure has been completed.